Event description:
The baxter svc tech reported an infusion pump with failure code 810:04 on ch b during svc. The hosp rep stated there have been no reports of any pt incident involving this pump since the last baxter svc event.